Manufacturer narrative:
Investigation not yet complete. Upon completion, the information will be provided in a supplemental report.

Event description:
The customer reported false positive results on a nasopharyngeal swab with the ID now covid-19 assay on (B)(6) 2021. Upon discarding the test pieces, it was noted that the transfer cartridge did not descend upon inserting it into the test cartridge, therefore, the results were not valid. Repeat testing using the same sample receiver provided negative results. Confirmation testing with smart-gene using the same patient sample provided negative results. No patient information was provided. Per the ID now covid-19 product insert, precautions include: due to the high sensitivity of the assays run on the instrument, contamination of the work area with previous positive samples may cause false positive results. Handle samples according to standard laboratory practices. Clean instruments and surrounding surfaces according to instructions provided in the cleaning section of the instrument user manual. Due to the risk of a false positive result leading to possible exposure to covid-19 through the quarantine of the false positive patient with true positive patient(s), delayed emergency treatment and/or inappropriate treatment with antiviral therapy, the incident shall be considered reportable.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m140329 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot: m140329 , test base part number 190-430 / lot: m140329 . The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m140329 showed that the complaint rate is 0.019%. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue however a possible assignable root cause is sample interference or cross contamination.

Manufacturer narrative:
Additional/corrected information: d3, d4 (lot #, expiration date, UDI), g1, h4.